Event description:
It was reported that the device was explanted and replaced prophylactically and replaced as it is included in the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. There was no device malfunction observed on the device. The patient was stable with no consequences.

Manufacturer narrative:
The device was returned without a specific complaint or event. The device was received with normal output and telemetry communication. Analysis performed did not identify any functional issues. A longevity assessment revealed the device was operating above elective replacement indicator (eri) with appropriate remaining longevity. An additional finding was revealed through a visual inspection of the header attachment area, which detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was revealed to be at normal levels. A feedthrough leak test was performed, indicating a device hermeticity breach, which is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.